Event description:
"Following several spinal surgeries, a synchromed pump was implanted in 1997 for pain relief. Patient claims to have received 'sporadic relief' until 1999 when condition is alleged to have been deteriorating, 'intractable pain, "weakness deterioration' and, 'progressive bilateral lower extremity numbness.' In 2002, an MRI revealed, and surgery was performed to remove, a mass at the tip of the intrathecal catheter."